Event description:
It was reported that the cylinder components of the ambicor penile prosthesis (app) were damaged during surgery. The app was returned to boston scientific corporation for investigation. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: the complaint component was returned and analyzed, and the reported cylinder damage was confirmed via product analysis. One cylinder had a leak in the outer tube that was the result of a sharp instrument. The other cylinder had a leak in the outer tube and a hole in the inner tube that were the result of a sharp instrument. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the cylinder components of the ambicor penile prosthesis (app) were damaged during surgery. The app was returned to boston scientific corporation for investigation. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.